Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: ng. Date: (B)(6) 2011, inratio: ng, lab: 31.0. Lab result provided as 31.0 may be a pt result. Pt was reportedly bleeding and bruising as of (B)(6) 2011 and was put in the care of a doctor. Pt's therapeutic range: 2.5-3.5 inr.